Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the sterilization cap was not replaced during reprocessing. The cause of the missing cap was attributed to failure to follow the instructions for use (IFU). The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section(s) below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the cysto-nephro videoscope was reprocessed without the sterilization cap. The issue occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.